Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain and vomiting. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with ceftazidime (intraperitoneal), vancomycin (intraperitoneal) and gentamicin (intraperitoneal) for the event. At the time of this report, the patient has recovered from peritonitis six days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause, hospitalization and treatment were not reported. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.